Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the tandem t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed a fill estimate of over 150 units of insulin and then decreased to 50 units. Subsequently, cold insulin was being used to fill the cartridge and the air removal step was not being performed. There was no reported impact to the customer's blood glucose level.